Event description:
Reporter indicated that the patient had high impedance on a lead test. X-rays were reviewed by the manufacturer, but no anomalies were noted. All attempts for further information have been unsuccessful to date. Revision surgery is likely in this situation, but it is unknown whether any is scheduled.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a serious injury or death.